Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the video connector socket. The subject device was transferred from sorc to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the video connector socket. Olympus stated the appropriate handling of otv-s190 and the counter measures against abnormalities in the instruction manual of otv-s190.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a gynecological procedure, it was found that the endoscopic image disappeared while the subject device was connected to the video telescope (wa50040a). The user replaced the subject device with another device and completed the intended procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.